Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. The lead was programmed off and remains implanted. The patient is participating in the (B)(4) study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.